Manufacturer narrative:
Final pump analysis revealed a reliability non-conformance- insufficient bond of cap (catheter access port). The cap was detached when received.

Event description:
It was reported that the cap (catheter access port) detached at the time of the pump explant. No pt symptoms were reported. The pump was used to deliver lioresal; concentration and dosage were not reported. The pt's outcome was reported as recovered without sequela.